Manufacturer narrative:
Additional devices listed in this report: cat #: unknown, lot #: unknown, description: femoral head. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that patient had a left hip I&d. The surgeon replaced the femoral head and mdm liner due to possible infection.